Manufacturer narrative:
H3: pli#: 10; product ID#: 97714; found stim ins/battery/reduced capacity due to over discharge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep). It was reported that the patient was unable to charge the ins. The patient hasn't charged the device in a couple of months. The patient stated that they had falls and need an MRI. The patient is unable to enter MRI mode as their device had no charge. No diagnostics or troubleshooting was performed. The rep planned to meet with the patient for a trickle charge. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported the implant was ¿coming on and off¿ and it was shocking the patient. The patient said the shocking occurred in certain positions, like when the patient was laying down. The patient said they fell around the time that the stimulation change occurred. The shocking lasted until the implant battery died over a month ago because the patient did not charge it for over a month. The patient now is unable to charge the ins and does not have the patient programmer to see if it can connect to the ins. The patient confirmed they cannot connect with the recharger and saw the reposition antenna screen. The patient has an appointment with their healthcare provider on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported that the ins had been off for 3-4 months due to the previously reported shocking. MRI compatibility guidelines were provided to the hcp. The patient was getting an MRI for lumbar pain. No further complications were reported.